Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation. A draeger technician went on site and no malfunctions were identified.

Event description:
On 5 sep 2022 a complaint was received regarding an event where the involved patient died. There was an alleged report of a malfunction initially, but it was verified that alarms were manually turned off for the event. On 9 sep 2022 new information was received stating that the customer was alleging that the device not triggering an alarm during the event played a part in the patient outcome.

Event description:
On 5sep2022 a complaint was received regarding an event where the involved patient died. There was an alleged report of a malfunction initially, but it was verified that alarms were manually turned off for the event. On 9sep2022 new information was received stating that the customer was alleging that the device not triggering an alarm during the event played a part in the patient outcome.

Manufacturer narrative:
The log images provided confirm the alarms were set to off for spo2, pls, fc, resp, ta, tb and cvp/min during the time of the event. The alarm history log image provided, shows two "resp apnea" alarms were generated and they were silenced/suspended by the user during the event. The vista xl was evaluated by a draeger technician on site and no malfunction with the device was identified. Additional information requested including ECG strips could not be made available. One picture provided, shows a non-draeger battery used with the monitor although this does not contribute to the reported issue. There was no device malfunction identified. H3 other text : a draeger technician went on site and no malfunctions were identified.